Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 7. They advised the home patient (hp) air had entered the setup. They had the hp close the clamps and recycle power. Se 2367 alarmed and the hp first disconnected and capped only the transfer set. They then stated that they capped the patient line. The correct disconnect procedure was explained to the hp. They advised the hp they would need to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240 and they had the hp recycle power again to press go to start. The hp would start over with new supplies.. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The patient reported disconnecting from the transfer set during therapy, which is a use error that can cause system error 2240 alarms. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.